Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported issues with her infusion as set disconnected from the quick release while sleeping and this issue occurred with three infusion sets in the past 48 hours from the time of this report. Patient's blood glucose level was 391 mg/dl and changed the set. The patient self-treated with a bolus. The site location was behind, and the pump was clipped to her shirt. The infusion had been in use for less than a day. Reportedly, the infusions were stored in house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.